Event description:
It was reported that during a thyroid procedure while testing the device, the blade fell off of the device. There was no patient involvement. Another device was used to complete the case with no patient consequence.

Event description:
Reporter alleged obtaining the results of 468 mg/dl and 210 mg/dl back to back within 10 minutes on the advantage system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.